Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the device showed high pacing rates due to the patient having fast atrial fibrillation episodes. The device has not yet reached elective replacement indicator but early battery depletion is suspected. The device remains in use and replacement is scheduled. No further patient complications were reported as a result of this event.